Manufacturer narrative:
Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient's outcome. The reported down time of the patient before emergency services arrived was approximately one hour. In addition, the ECG rhythm in the downloaded electronic patient record showed asystole. After completion of the evaluation, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device turned itself off when it was used on a patient and had completed the fist analysis. The device showed ok in the readiness indicator and for the battery capacity it showed 2 bars. There was patient use associated with the reported event, but no negative outcome for the patient was reported.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Physio-control continues to investigate the reported failure and will submit a supplemental report to the FDA.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient¿s outcome. The reported down time of the patient before emergency services arrived was approximately one hour. In addition, the ECG rhythm in the downloaded electronic patient record showed asystole. After completion of the evaluation, the device was returned to the customer for use. The supplemental medwatch report should indicate: the customer later advised that the patient was a (B)(6) female who weighed approximately (B)(6). Medical personnel reported that the patient had been down for approximately one hour prior to the arrival of emergency services. The patient did not survive the event. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient¿s outcome. This determination was based on the fact that the patient's ECG rhythm in the downloaded electronic patient record showed asystole, as well as the reported down time of the patient prior to the arrival of emergency services. After completion of the evaluation, the device was returned to the customer for use. Physio also downloaded the electronic data from the device where the reported loss of power was verified. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.